Event description:
It was reported that since implantation, due to uncomfortable sound during stimulation, there was an increase in the number of electrode channels being switched off. A CT scan confirmed that the electrode has partially extruded from the cochlea. Reportedly, a full insertion was achieved during the implantation surgery. Pt and clinic are discussing re-insertion of electrode array or re-implantation with new implant and electrode array.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted. It is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. Based on the information received, the patient was explanted of the device as the electrode array had migrated partially out of the cochlea. A full insertion was achieved during the initial implantation. Patient was re-implanted with a device with different electrode array. The damages found during investigation are related to the explantation surgery. This is a final report.

Event description:
It was reported that since implantation, due to uncomfortable sound during stimulation, there was an increase in the number of electrode channels being switched off. A CT scan confirmed that the electrode has partially extruded from the cochlea. Reportedly a full insertion was achieved during the implantation surgery. In situ measurements show 3 basal electrode channels with high impedance status and elevated impedance on electrode channel 9. The patient was explanted on (B)(6) 2015.